Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). .-no complain t received with return of device. Failure (event) observed during analysis. A partial lead measuring 52.5cm from the distal tip was returned for analysis. Internal insulation abrasion was found at 8.4- 11.2cm from the distal tip. The etfe coating was int tact at this location. An external insulation abrasion was found at 42.2-42.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. The electrical continuity of the lead was normal.